Manufacturer narrative:
Internal insulation abrasion was noted at 8.3-10.5 cm from the distal tip. The etfe coating was intact at this location.

Event description:
The complaint of externalized conductors was previously reported in manufacturer report number 2017865-2013-00061. New information received notes that the lead was explanted and replaced.